Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. No catalog or lot # provided. PMA / 510(k) #: this information is unknown, because the catalog # is unknown. Device manufacture date: unknown. Investigation: consumer returned three (3) samples that were not manufactured by bd. No bd samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review due to an unknown lot number for needle clog.

Event description:
It was reported that a pen needle was found to be blocked. The following information was provided by the initial reporter: "needle blocked"